Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, cracked case at a display window corner, broken battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack on the insulin pump. The blood glucose reading is 90 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Pump received with minor scratched display window. Unit received cracked case display window corner. Unit received with broken battery tube threads. Pump received with cracked reservoir tube lip. Unit received missing end cap sticker.